Event description:
It was reported that the insulin pump had a crack near the screen after it had been dropped. The blood glucose reading was 141 mg/dl. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked liquid crystal display window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.